Event description:
It was reported that a user experienced repeated hyperglycemia while using the ilet system with cd 23-inch infusion sets, including severe site pain, sweating, and unsuccessful insulin delivery through the inserted needle despite insulin flowing during a fill-tubing check; three infusion sets were used in one day, and the user noted a petite body habitus with limited viable infusion sites. Symptoms included hyperglycemia with blood glucose measured at 327 mg/dl and associated systemic discomfort, later trending down to 237 mg/dl with symptom improvement. Outcomes included temporary functional impairment related to glycemic control and treatment burden, with the user planning a short pump break due to site pain and stress. Troubleshooting and education were provided, including verification of tubing priming, discussion of site selection challenges, and arranging a trial of inset 23-inch infusion sets due to suspected sensitivity to steel needles. Investigation included technical review of insulin delivery path at the tubing end and assessment of potential infusion-site compatibility and user-specific tissue constraints. Investigation of this case revealed no pump alerts or alarms and suggested probable infusion-site failure or cannula/needle intolerance contributing to under-delivery, with the device delivering insulin through tubing but not effectively subcutaneously at the site. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to multiple potential contributors, including site sensitivity and limited adipose tissue, without evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.